Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that post port placement, the tubing connected to the port needle was identified as cracked below the clave leading to a leak. Therefore, the patient was de-accessed and re-accessed.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 20ga x 0.75¿ safestep safety infusion set. The safety mechanism was engaged and a needleless injection cap was attached to the luer. A partially circumferential split was observed just distal of the adhesive filet, at the luer adapter/extension tubing joint. Microscopic inspection of the split revealed a granular fracture surface. Curved parallel beach marks were observed in the fracture surface. Material buckling was observed in the vicinity of the split. The fracture features were consistent with damage accumulated through material fatigue, wherein the device is subject to repetitive kinking and/or twisting stress which leads to material failure. The location of the damage suggested that device maintenance and access techniques may have contributed.

Event description:
It was reported that post port placement, the tubing connected to the port needle was identified as cracked below the clave leading to a leak. Therefore, the patient was de-accessed and re-accessed.